Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the damaged oxygen sensor. The ventilator passed self testing.

Manufacturer narrative:
(B)(4). The investigation of the device is not yet completed.

Event description:
Report received of a damaged oxygen sensor. The ventilator was not on a patient at the time of the event.